Manufacturer narrative:
Upon receipt of additional information, the device should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
The reported event of helix would not extend was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the helix to be retracted and clogged with blood. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning the helix and cutting the lead, the helix could be extended and retracted by applying torque directly at the inner coil. The cause of helix would not extend was isolated to the helix being clogged with blood and overtorque of the inner coil.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant procedure, it was noted that there was helix rotation difficulty with the right atrial (ra) lead. A new ra lead was used to resolve the event. The patient experienced no consequences.